Manufacturer narrative:
Device was evaluated. Evaluation determined that fluid invasion occurred on the device. Fluid invasion on the scope connector caused the image to flicker. Further evaluation found that the el connector and the fpc unit were corroded which caused bad image. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. As stated on the IFU and as a preventive measure, the user manual states : when reprocessing the endoscope, confirm that the water resistant cap (mh-553) is securely attached to the electrical connector before immersing the endoscope in reprocessing fluids. If the water resistant cap is not securely attached, the reprocessing fluids could enter the endoscope and damage the endoscope. Endoscopes which have an endoscope position detection (e.g., cf-h180dl/I) require the attachment of an additional water resistant cap (maj-942).

Event description:
It was reported that during reprocessing the device gif-q180 was soaked without a cap on. There was no patient involvement on this event. There was no user harm or injury reported due to the event.